Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were air bubbles in the reservoir. The air bubbles were 2 to 4 millimeters in size. The bubbles occurred after using the reservoir for 60 hours. The patient's blood glucose at the time of incident was 156 mg/dl. During troubleshooting the caller confirmed that the air bubbles were not caused by cold insulin, incorrect handling, prefilled reservoirs, rewinding the insulin pump with a reservoir in place, or insulin leakage. The reservoir was not returned for analysis.